Manufacturer narrative:
Patient identifier & initial reporter information corrected

Manufacturer narrative:
Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000087795.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on one lead. As a result, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op. It is unknown which lead caused/contributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.